Manufacturer narrative:
Analysis of the device, model# 3058, sn (B)(4), found not anomaly. Analysis of the lead, model#3889-28, found no significant anomalies. The lead body was segmented.

Manufacturer narrative:
Product ID 3889-28 lot# v926977, implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported that technical observation revealed the lead had migrated laterally. This subsequently produced loss of efficacy. Both the lead and implantable neurostimulator (ins) were replaced on (B)(6) 2013. The event resolved without sequelae that same day. If additional information becomes available a follow-up report will be made available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v926977, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
Additional information received reported that the battery was only replaced due to low battery life remaining. The information about neurostimulator corrosion was incorrect.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the lead was replaced due to a lead migration. The subject had a loss of efficacy associated with the lead migration. The lead was explanted with no associated trauma and was replaced with a new lead. During the surgical revision for the lead the investigator noted the stimulator was replaced with a new one due to fear that the contact (of the small blood clot in the insertion site of ins found during surgery) was corroded. The stimulator was explanted and the patient received a new stimulator during the lead revision. The event was considered resolved without sequelae the same day as the procedure. Additional information indicated manufacturer report # 3004209178-2015-01482 and 3004209178-2013-22138 are the same event. If additional information is received it will be reported in manufacturer report # 3004209178-2013-22138.